Event description:
Customer's wife reported that the insulin pump alarmed during the prime process. Blood glucose reading was 89 mg/dl. Troubleshooting was performed and no anomalies were noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a bleeding in the middle of the display glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.